Manufacturer narrative:
As reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) had split and did not enter the 6f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. A 6f non-cordis sheath was used. The device was inspected for damages when removed from the package, and there were no damages noted to the packaging or device at that time. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found in the open position. There was no syringe attached to the unit, nor was as sheath inserted on the device. The sealant was fully exposed, and the sealant sleeves were frayed/split/torn. Per functional analysis, an insertion/withdrawal functional analysis could not be performed on the received unit due to the condition of the sealant sleeves. Additionally, due to the premature exposure of the sealant, a deployment functional analysis was executed to evaluate the deployment mechanism. It was concluded that the mechanism¿s integrity was not compromised in any way. A high-magnification evaluation of the sealant sleeves was performed to assess their condition and that of the sealant. This analysis confirmed the premature swelling of the sealant, along with the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) had split and did not enter the 6f non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved by using another unknown mynx device. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. A 6f non-cordis sheath was used. The device was inspected for damages when removed from the package. There were no damages noted to the packaging or device at that time. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was present fully exposed, as the sealant sleeves presented frayed/ split/ torn conditions.